Event description:
Note received by st. Jude medical (sjm) from (B)(6), representative of (B)(6) with the following text: "product return: same patient, but not associated with definitive lead; gw shirred off. Tip still in patient's coronary sinus. Explanting md: (B)(6). Occurrence: (B)(6) 2011." Sjm stated however that the guidewire would not be returned in this case.